Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th january, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the label and paint was chipping from arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Event description:
On 11th january, 2023 getinge became aware of an issue with one of surgical lights - lucea 50 mobile. It was stated the label was chipping from arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of b5 describe event and problem and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields and h6 component codes deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th january, 2023 getinge became aware of an issue with one of surgical lights - lucea 50. It was stated the label and paint was chipping from arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 11th january, 2023 getinge became aware of an issue with one of surgical lights - lucea 50 moblie. It was stated the label was chipping from arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h6 component codes : mechanical/label//862 / mechanical/coating material//4768. Corrected h6 component codes : mechanical/label//862. On 11th january, 2023 getinge became aware of an issue with one of surgical lights - lca 50 mobile. It was discovered that label was chipping off. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual ((lucea 50-100 IFU 01741 en 116, pages 46-47)) mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.